Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose was 4.1 mmol, 2.2 mmol, 7.0 mmol, 7.8 mmol within 10 minutes, with a difference of 49 mg/dl. Pt did not experience any adverse events. No further info has been reported.